Event description:
During the procedure the physician was using a endeavor resolute drug eluting stent to treat a lesion in the lad. The lesion was 90% stenosed, tortuous and calcified. The device was inspected prior to use with no issues noted. The lesion was pre-dilated twice with a sprinter legend balloon dilatation catheter up to 12atms - 75% stenosis remained. The device was unable to cross the lesion due to calcification. The device was removed and lesion was dilated again. Another device was used to complete the surgery successfully. The physician indicated that the event was not related to the device. There was no patient injury reported. Device evaluation: the distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 6th, 7th and 8th proximal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver and stent deformation). Patients condition affected effectiveness of device ( 90% stenosed, tortuous and calcified). Deformation problem (stent) conclusion code results. Known inherent risk (failure to deliver and stent deformation). Device failure/lack of effectiveness related to patient condition ( 90% stenosed, tortuous and calcified).